Event description:
Our office in (B)(4) received a report from a distributor that a consumer found dirt and a small insect inside of a bottle cap when she opened the bottle of complete double moist. The reporter indicated the safety seal was in place when the bottle was initially opened. The bottle was part of a two pack. The consumer did not use the product; no patient injury was reported.

Manufacturer narrative:
A review of the manufacturing records for the reported lat was performed; no deviations were noted and product met all specifications. Microbiology evaluation of the retained unit from the reported lot showed the solution to be sterile. Physico-chemical analysis results of the returned unit are correct and all parameters are within established acceptance criteria. Visual inspection performed on the returned sample. It met specification for components integrity and product leakage. A yellow substance was noted on the threads of one bottle which was not within specification. The residue was analyzed used spectroscopy. The residue was found to be dried multipurpose solution with the additional presence of biological material (protein). The complaint unit was returned back already opened and microbiology results show that the sample was not sterile. The second bottle packaged with the returned unit met microbiological, chemistry and visual specifications. All pertinent information available to amo has been submitted. Should additional information become available, a supplemental report will be submitted.